Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in a packaging blister with the tyvek completely separated from the assembly. The blister seal was closely inspected and there did not appear any evidence that there was an issue with the integrity of the seal. There were no ripple or fold lines of the adhesive on the blister, that would indicate an improper seal. Due to the returned condition where the tyvek was detached from the blister the evaluation of the issue was limited. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts.

Event description:
It was reported that the package of the device was damaged - slight opening. They did use another device to start the case. No patient consequence. One device will be returned.